Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a (B)(6) years-old patient with a valve model 3300tfx21mm implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of five (5) years and seven (7) months for unknown reason. A 23mm transcatheter valve was implanted within the surgical edwards valve.

Manufacturer narrative:
H10: additional narratives: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Despite repeated attempts to receive further information regarding the device, no sample for evaluation was received. No additional information about the event or device current location was given. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 82-years-old patient with a valve model 3300tfx21mm implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of five (5) years and seven (7) months for unknown reason. As per additional information received through review of medical article "open transcatheter double valve-in-valve replacement for degenerate bioprostheses on the arrested heart", corresponding author dr. Nikolaos bonaros: an 82-year-old patient with history of aortic and mitral valve replacement presented with severe dyspnea and weakness during exertion and rest (nyha iii-IV). Aortic structural valve degeneration and calcification leading to moderate aortic stenosis (mean gradient of 17mmhg, eoa 0.8cm2) were observed on echocardiographic assessment. As per echo assessment, non-mobile, non-coronary cusp due to calcification was also observed. The patient underwent a double valve-in-valve replacement. A 23mm transcatheter valve was implanted in aortic position within the edwards valve and a a 23mm transcatheter valve was implanted within the surgical edwards valve was implanted in the mitral position within the non-edwards valve. Postbypass echocardiography showed neither left ventricular outflow tract obstruction nor paravalvular leak or prosthesis dysfunction. The patient was extubated on the first post-operative day and transferred to normal care unit. The post-operative course was uneventful. The patient was discharged one week after the procedure.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Article citation: can gollmann-tepekoylu , johannes holfeld, felix naegele, michael grimm, and nikolaos bonaros. Open transcatheter double valve-in-valve replacement for degenerated bioprostheses on the arrested heart.